Manufacturer narrative:
Date of this report is 08/16/2011. This closes out this report unless additional significant info is received.

Event description:
Consumer reports that a box of tampons was purchased for his wife. The string fell off of the tampon upon attempting to remove. The consumer was able to remove the tampon.